Event description:
It was reported that during a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 1. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4066 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The reported issue was confirmed in the event history log review. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. A review of the following labeling was performed: homechoice / homechoice pro apd systems patient at-home guide, document number (B)(4) 2010. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume." And table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume.